Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: g5: additional PMA/510(k) number - k002188.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A straight swissplus implant with mtx surface. 4.8mm (d) x 10.0mm (l) (item # opwb10) was returned for investigation with an unknown abutment engaged in the implant. Visual inspection of the returned product identified no visible signs of significant wear, damage, or deformation. The reported device was located on an unreported tooth # 14 and was used for approximately 7 years. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (item # opwb10) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. Complainant reported peri implantitis. The reported event could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had peri implantitis. The implant was removed.